Manufacturer narrative:
(B)(4). The covidien customer support engineer ( cse) inspected the device and found no problem with the ventilator. The cse ran the ventilator for 24 hours on test lung and could not duplicate any problem. The unit passed extended self-test, shot self-test and electrical safety test.

Event description:
Covidien received information stating that during use, the pb980 ventilator was alarming high pressure. It was reported that the respiratory rate was set at 14 however, the patient&#39;s respiratory rate registered 130 breaths per minute. The patient was placed on an 840 ventilator. The patient was not harmed or injured as a result of the event.